Event description:
It was initially reported to manufacturer by the vns patient that the magnet had been taped over the generator for several months, because the stimulation causes gastric reflux, has made it difficult for him to breath, and causes voice alterations, which are uncomfortable. The patient additionally reported that he is experiencing sleep apnea, nightmares, coughing, and pain, even while the magnet was secured over the generator site to disable stimulation. Further follow up with the patient's treating physician revealed that they no longer follow the patient due to patient non-compliance and that the patient is 'difficult'. The physician stated that the patient did not mention any of the reported adverse events, while they were following the patient. The patient continues to contact the manufacturer, however, the patient has not provided the name of the physician that currently follows him. The patient stated that the vns device is now programmed off. The patient has indicated that he is seeking explantation of the device, however, it is unknown if the patient has contacted a surgeon.